Manufacturer narrative:
Mfg report number: 3002807968-2018-00052.

Event description:
After taking the sample, the user tried to expel the air out of the syringe and it squirted blood into his mouth and on his face. Ppe (face shield) was not used. Customer stated that the side of the barrel was possibly cracked. According to the customer there was no harm to the user.